Manufacturer narrative:
Correction h5: changed from yes to no. Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation. External and internal visual inspections identified the device to be in good condition. Functional tests were performed which included power on test, pressure integrity test, auto-connect test, simulated therapy and there were no issues found that could have caused or contributed to the reported alarm condition. The device met specifications. The event history log review showed high priority alarm 20198 occurred on or near the reported occurrence date. A service history review was performed and revealed that the device was not serviced in the past 12 months. The reported condition was verified in the device logs, however, not verified during analysis; there was no device malfunction found that could have caused or contributed to the reported alarm condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high priority 20198 alarm occurred on a home pd system kaguya. This occurred during draining of peritoneal dialysis (pd) therapy. The patient was connected at the time of the alarm. During troubleshooting, it was reported that the front "cavern" was open. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.